Manufacturer narrative:
The device for this event has been returned and lot history review was performed. Microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the device in images from the sample evaluation shows a cracked/damaged tunneler sleeve. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged prior to use and excessive force. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0609190 implantable port experienced a defective component. This event was reported from a single source. This event involved a patient with no reported injury. The patient was reported female whose age and weight were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0609190 implantable port experienced a defective component. This event was reported from a single source. This event involved a patient with no reported injury. The patient was reported female whose age and weight were not provided.